Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) suspected to being prematurely depleting. A save to disk was sent in for engineering analysis and the anomaly was confirmed. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported.

Manufacturer narrative:
Additional information to field b5 - describe event or problem.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) suspected to being prematurely depleting. A save to disk was sent in for engineering analysis and the anomaly was confirmed. Boston scientific technical services (ts) recommended device replacement because of this anomaly. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) suspected to being prematurely depleting. A save to disk was sent in for engineering analysis and the anomaly was confirmed. Boston scientific technical services (ts) recommended device replacement because of this anomaly. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Additional information to field b5 - describe event or problem.